Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan) the probable root cause/s could be normal wear, user misuse, and improper sterilization methods. The reported failure mode will be monitored for future reoccurrence. Mfg date: 04/14/2014 (B)(4).

Event description:
It was reported the insulation is compromised.